Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot c736 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. Uvadex lot# ad1275 (manufacture date: 08/2014 and expiration date: 07/31/2017) was reviewed. No trends or nonconformances related to the complaint were noted. However in this case, the uvadex was not administered to the patient as the treatment was aborted prior to infusion. Trends were reviewed for complaint categories, leak centrifuge alarm and tubing leak. No trend was detected for these complaint categories. No corrective and preventive actions have been initiated for complaint categories, leak centrifuge alarm and tubing leak. This assessment is based on information available at the time of the investigation. A photo was returned for evaluation. Analysis of the photo is still in progress. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
A distributor reported through a call capture form that a blood leak alarm occurred and a leak was reported at the junction between the bowl and the tube. The treatment was aborted and the blood from the plasma bag was manually returned to the patient. The kit was removed and the patient was started on a new treatment with a new kit. The patient was reported to be in stable condition. Service was not requested. A photo was returned for investigation.

Manufacturer narrative:
A photo was submitted for analysis. Upon review of the photo, a blood leak was confirmed. A leak was seen between the bowl outlet and the bowl connector. The photo showed that the connector was pressed to full engagement. A compromised interference fit between the bowl connector and bowl nest and/or a deformed bowl connector are likely factors for the leak. However, the root cause of the leak could not be determined as no manufacturing defects were confirmed during the evaluation. Processes are in place to minimize the occurrence of this type of event. These controls are found to be adequate at minimizing related risks. There were no related nonconformances found for the mating parts of the bowl connector and the centrifuge bowl nest. A review of the device history record for the lot found no related nonconformances. (B)(4). Device not returned to manufacturer.